Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins never did work for them and asked if it had to be removed or if it could remain implanted. They mentioned their daughter called the implant healthcare provider (hcp) for recommendation, but the hcp said, "it's not our problem anymore." The patient said the ins "doesn't bother me." The patient also asked if the ins can be removed while they do a different surgical procedure in the future; patient confirmed no procedures are scheduled. It was further reviewed that the ins battery is anticipated to deplete at some point, but system can remain implanted indefinitely. As a result of what was reported, the patient was directed to their hcp to discuss system removal. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that ¿it never worked¿ and, if possible, asked if it could be removed. They stated that ¿it was the dumbest thing I ever did¿. The lack of therapeutic effect issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called regarding MRI compatibility for heart issues (not related to device/therapy). During the call, they said they got their implantable neurostimulator (ins) for urge frequency and it never worked for them. Prior to the call, they had it adjusted and it never worked. As a result of what was reported, the patient was told they can't have an MRI unless they have their system removed. They further said they can't have surgery because of their heart. No further patient complications have been reported as a result of this event.